Manufacturer narrative:
This device is available for analysis but has not yet been returned. A device history record (DHR) review of lot 17704121 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after removing the precise pro rx (ous carotid system, 5f, 7mm x 40mm, 135 cm) stent out of the box, it was noticed that the distal end point of the stent near the tip was uncovered for 0.5 to 1mm. There was no reported patient injury. The product was not clinically used and is available for analysis. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the IFU. There were no visible signs of package damage prior to opening. Excessive force was not applied to the device during withdrawal from package. The procedure was successfully completed.

Manufacturer narrative:
Additional information was provided and is available in: section h6 (evaluation codes): 10 testing of actual/suspected device. 4008 torn material. 1262 material frayed. Complaint conclusion: after removing a precise pro rx (ous carotid system, 5f, 7mm x 40mm, 135 cm) stent from the box, it was noted that the distal end of the stent near the tip was uncovered for 0.5 to 1mm. There was no reported patient injury. The product was not clinically used. The procedure was successfully completed with a different device. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the IFU. There were no visible signs of package damage prior to opening. Excessive force was not applied to the device during withdrawal from package. The product was received for analysis and it was noted that the outer member tip was ripped/ torn and rips/tears were also noted along the outer sheath. Ripped/torn damage was also noted on the identification (ID) band. The device was returned for analysis. One non-sterile precise pro rx ous carotid system was received for analysis inside a plastic bag. No original packaging was returned. The valve of the device was received partially locked/closed. Per visual analysis, the device presented with several damages. The stent of the unit was received 9 mm pre-deployed. The outer member tip was ripped/torn and rips/tears were noted along the outer sheath. Kinks were also noted on the device. The hypo tube rod was bent and the ID band was ripped/torn. No other anomalies were found. Dimensional analysis could not be performed properly due to the several damages noted, including the ID band tear, hypo tube rod bent and the multiple kinks. Functional analysis could not be performed due to the severe damage condition of the device as received. The product evaluation team (pet) team reviewed the device and concluded that excessive force was likely used when handing the device. A product history record (phr) review of lot 17704121 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿stent delivery system (sds)-ses deployment difficulty premature/during prep¿, "outer sheath frayed/split/torn-during prep" and "ID band (strain relief) - frayed/split/torn-during prep" were confirmed since the stent of the device was noted to be pre-deployed and the outer sheath and ID band presented with split and torn conditions. Nevertheless, per the observed damage condition of the device as received, it could be suggested that procedural factors and/or handling process may have contributed to the hypo tube rod being bent, as well as to the noted outer member tip and ID band ripped/ torn, the several kinks along the device and to the pre-deployed condition of the device as received. As per the instructions for use (IFU), which is not intended as a mitigation, ¿the cordis precise® pro rx nitinol stent system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. The system should be prepped in the sterile tray per the instructions below. Close the tuohy borst valve prior to removing the device from the tray. Open the outer box to reveal the pouch containing the stent and delivery system. Check the temperature exposure indicator on the pouch to confirm that the black dotted pattern with a gray background is clearly visible. Do not use if entire temperature exposure indicator is completely black as the unconstrained stent diameter may have been compromised. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel the pouch open and remove the tray. Without removing the device from the tray, examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. With the device in the tray, attach a stopcock to the y connection on the tuohy borst valve. With the device still in the tray, attach a 5-cc syringe filled with heparinized saline to the opened stopcock and apply positive pressure until heparinized saline weeps from the proximal end of the tuohy borst valve. Lock the tuohy borst valve. Close the stopcock attached to the tuohy borst y connection. Extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. If a gap between the catheter tip and outer sheath tip exists, open the tuohy borst valve and gently pull the inner shaft in a proximal direction until the gap is closed. Lock the tuohy borst valve after the adjustment by rotating the proximal valve end in a clockwise direction. During delivery, if resistance is met during delivery system introduction, the system should be withdrawn, and another system should be used.¿ neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
Complaint conclusion: as reported, after removing the precise pro rx (ous carotid system, 5f, 7mm x 40mm, 135 cm) stent out of the box, it was noticed that the distal end point of the stent near the tip was uncovered for 0.5 to 1mm. There was no reported patient injury. The product was not clinically used and is available for analysis. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the IFU. There were no visible signs of package damage prior to opening. Excessive force was not applied to the device during withdrawal from package. The procedure was successfully completed. The product was not returned for analysis. A device history record (DHR) review of lot 17704121 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system- deployment difficulty - premature deployment¿ could not be confirmed as the device was not returned for analysis. The exact causes not be determined. Handling factors may have contributed to the reported event. The product information for safety warns ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed¿. Neither the device history record nor the product analysis suggests that the event could be related to the design or manufacturing process; therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.